Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). Device evaluation: no complaint product was received for evaluation. A customer provided photo attached in the complaint folder was received and evaluated which revealed an image of the alleged implanted gib00 iol with what appears to be a large crack from the lens edge traveling into part of the lens optic. Based on the image quality no further product evaluation could be performed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the iol (intraocular lens) a scratch and a tear on the lens was found. The iol was removed and replaced with another gib00 lens during the same procedure with no complications. There was no vitrectomy required. The patient has fully recovered. No further details were provided.